Event description:
It was reported during a directional coronary athrectomy procedure the cutter began rotating with a guidewire. After encountering resistance while removing the devices as a unit, the physician removed only the dca device as the guidewire appeared to be trapped by the artery. The physician dislodged the guidewire with another balloon catheter in order to remove it from the artery. No pt injury was reported.